Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch 6008678 in question was manufactured at the reynosa site. Complaint investigations. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code soft cannula found bent upon removal from infusion site. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6008678 was manufactured according to the wi version 80 and packaging in the multivac 12, on 14/ago/2024, with a total of (B)(4) units. Assembly of quick set. The lot 4h00558 was manufactured according to the wi version 27 assembled in the quickset line, on 14/ago/2024, with a total of (B)(4) units. The lot 4h00559 was manufactured according to the wi version 27 assembled in the quickset line, on 13/ago/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 02/jul/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6008678 and no other have been registered in database for the same lot 6008678 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia and bent cannula event. Blood glucose level was 370 mg/dl at the time of the event. Patient got treated with intravenous (IV) insulin drip. The duration of hospitalization was for few hours. Patient was experienced the symptoms of sick. Patient was also found positive for ketones level. No further information available.